Event description:
It was reported that during an unknown procedure, a new stapler is used, during the first shot the stapler is activated normally, the surgeon tries to open the stapler and the release button does not work. The jaw must be forced to release the tissue, finding that the staple line is not complete. The doctor must use a new stapler and refill to finish the procedure. The patient recovers without any difficulty. The surgery was not delayed. The procedure was completed successfully without any patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of a photo submitted to ethicon endo surgery for evaluation was performed. During the visual analysis, the following was observed: the photo shows tissue with out staple lines and an aperture on the tissue, in addition, an unformed staple was noted above the tissue. Based on the picture provided the event described cannot be confirmed. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.